Event description:
Technician alleged that the brake casters will not lock and swivel side to side.

Manufacturer narrative:
Technician adjusted the brake casters at the head and foot of the stretcher to resolve the issue. Pursuant to our response to warning letter 2008-dt-08, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.